Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a 550cc mentor memorygel breast implant. On (B)(6) 2018 left sided rupture was observed. As a result, explant without replacement was performed on (B)(6) 2018.

Manufacturer narrative:
On 8/2/2018 mentor became aware that it submitted a duplicate report of this event on 8/2/2018, (report #1645337-2018-04690, manufacturer's reference (B)(4)). This report contains the information submitted in the duplicate report, that had not been submitted with this report initially, as mentor did not become aware of these reports being duplicates until after initials were submitted. Mentor will continue to update both files and submit supplemental reports with any new information obtained. (See 1645337-2018-04858 for contralateral prosthesis report). Bilateral rupture in addition to neck and shoulder pain were reported post procedure. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/9/2018 mentor became aware that the lot number was concomitant product was erroneously omitted from the previous reports submitted on 8/2/2018 and 8/9/2018, respectively. Concomitant products: 550cc mentor memorygel breast implant, catalog #3545507, lot #206676. Manufacturer¿s reference number: (B)(4).